Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
As previously reported under manufacturer report#: 1627487-2015-03425, the patient experienced uncomfortable stimulation. Surgical intervention is now planned to explant the lead.

Event description:
Follow-up revealed that the patient underwent surgery on (B)(6) 2017 to have their lead explanted.